Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that in the heavily calcified, 90% stenosis mid-left anterior descending (lad) lesion, a non-abbott balloon catheter was used for pre-dilatation; however, the lesion was insufficiently expanded and a voyager nc was used and it ruptured on the first inflation at 8 atmospheres. The voyager nc was removed and non-abbott balloon catheter successfully completed pre-dilatation. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.